Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2019 and (B)(6) 2020. Device evaluation: product testing could not be performed because the product was not returned as it was discarded. The reported complaint was not confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. As a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that patient was implanted with tecnis symfony lenses bilaterally on (B)(6) 2019 and (B)(6) 2019. The patient was experiencing haze and glare with lights at night and was unable to drive. Surgeon evaluated the patient and decided to exchange the lens for a regular lens. Surgeon explanted lens from patient¿s right eye on (B)(6) 2020 and left eye was scheduled to be explanted on (B)(6) 2020. The visual acuity pre-op was reported as 20/30 and post op visual acuity was reported as 20/20. Reportedly tecnis symfony multifocal intraocular lens (model zxr00 +17.5 diopter) was explanted from patient¿s right eye. There was no incision enlargement, no sutures and no vitrectomy required. This report will capture information about patient¿s right eye and a separate report is being submitted for patient¿s left eye. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).